Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The leak was noticed coming from a cracked head cap of the dialyzer. The machine did not alarm. Test strips were not used to confirm the leak. Estimated blood loss was 300ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. Sample is available for MFR eval and has been requested.

Manufacturer narrative:
The reported blood leak was confirmed, however, the leak was determined to be an internal leak, not the reported external leak. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch. The sample was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood exposure. Gross visual examination of the dialyzer observed a short fiber at the cavity ID end approximately 155 degrees with dialysate port situated at 0 degrees. There were no cracks or other irregularities noted to any of the molded polycarbonate components. The dialyzer was subjected to a laboratory external leak test where an external leak was not observed during testing in which the dialyzer was pressurized incrementally to 15 psi. The dialyzer was also subjected to a laboratory bubble point test (internal leak test) where a steady flow of bubbles was noted from the cavity ID end potting cut surface. The dialyzer was then subjected to a destructive disassembly to better examine the dialyzer. Due to no irregularities identified during the visual examination or bubble point testing, the inferior surface of the non-cavity ID end potting was examined for a void and showed no signs of a void. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.